Event description:
Boston scientific crm received info that this epicardial right ventricular (rv) lead had no high rv threshold measurements, no capture and poor sensing. The rv lead was removed from service and replaced with a new lead of the same model. There were no reported adverse patient symptoms.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.